Event description:
Report received of a tubing that disconnected from a distal clave port. It was reported that a pt was in the or and was having some arrhythmia complications. The pt had two peripheral lines. In one line, atropine and other emergent drugs were administered with no problems. In the second line, pt was receiving saline and droperidol for sedation. Two hrs status-post surgery, it was reported that the clinician had noted that the IV line containing sedation was disconnected, and the bed was saturated. This line had been connected distally to an extension set with a clave port, and there was no report of leaking or bleedback from the clave. It is unknown to the rptr how long this had been disconnected. The tubing was changed and reconnected with no further problems. There was no reported adverse pt effect related to this incident. Add'l pt info was requested, but no further info was provided.